Event description:
After 38+ months of implantation, this ICD was explanted because during a routine follow-up interrogation, the device would not interrogate. In addition, there was no magnet response.